Event description:
Customer called to report high blood sugar levels and dka and was hospitalized for 1 night. She said, she is pinching up some fat around the infusion site and there is no pain. No problems were noted with the device. No further information reported. The device will be returned for evaluation.

Manufacturer narrative:
The pod was evaluated for damge and/or defects related to manufacturing. None were noted. The pod was tested for flow and fluid was observed exiting the distal tip of the cannula. This demonstrated the pod was not occluded internally. The cannula was fully deployed as received for evaluation. No evidence of internal insulin leakage was found inside the pod. The needle mechanism was found to function as intended with no evidence of any damage or manufacturing deficiency that might have delayed needle insertion. It is unk why the user experienced high blood glucose level's. A review of the DHR for this lot number does not show any abnormal events or trends from manufacturing and testing. The lot was found to have met all acceptance criteria. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggest, that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.